Event description:
Percutaneous insertion kit opened to obtain drill in kit. When using drill, the drill got stuck in the drill guide, drill removed from field, and another kit opened and used for case. No harm to patient and case continued without any further issues.